Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 416 mg/dl. Reportedly, the cause of the high bg level was because the customer forgot to deliver a bolus for the food she had just consumed and the soda she just drank. The customer delivered a bolus with her new supplies to address impacted bg level.